Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement.

Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. Multiple attempts were made to request information regarding resolution of the reported problem. The device was not received by the repair facility, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. We will reopen the case once the device is delivered to the repair facility. Multiple attempts were made to request information regarding resolution of the reported problem. The device was not received by the repair facility, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. We will reopen the case once the device is delivered to the repair facility.

Manufacturer narrative:
H3 other text : customer did not return device for evaluation.